Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 25 mg/dl. The customer could not recall how the low bg was treated. The pump setting were in the process of be adjusted and was the reported suspected cause of the low bg. The customer had since adjusted the settings with a healthcare provider.